Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6.1-component code of the initial report. "4755 - part/component/sub-assembly term not applicable" is being corrected to "841-imager". A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the device malfunction was not reproduced but may have occurred. The possible causes based on the suggested event are a failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system. A definitive root cause for this malfunction could not be determined. Upon further investigation, it was confirmed that foreign material adhered to the nozzle at the distal end. It is unclear whether pre-cleaning was performed immediately after the procedure, which may have resulted in inadequate cleaning and contamination that adhered during the procedure could not be removed and remained on the device. However, we were unable to determine the type of material and cause of the foreign material remaining in the device. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: -using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning -never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. The inspection method for the suggested event (foreign material) is described as follows in the operation manual for gif/cf/pcf-290 series "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis lucera elite colonovideoscope displayed error code e315. The issue occurred during preparation for use for a diagnostic colon exam procedure. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.